Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. No tears or holes were visible in the balloon. Blood was evident inside the balloon material. The device was attached to an encore inflation device and positive pressure was applied. A pinhole leak was identified at approximately 2mm proximal from the proximal marker band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination found multiple hypotube kinks along the device.

Event description:
It was reported that a balloon rupture occurred. The 60% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. A 10/2.75 flextome cutting balloon was selected for use. During procedure, the balloon reached the lesion, but it was found the balloon could not inflate. The balloon was inflated three times within 3 seconds, however, it was found out that the balloon ruptured under 10atm. The balloon was withdrawn through guidewire and the procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.

Event description:
It was reported that a balloon rupture occurred. The 60% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. A 10/2.75 flextome cutting balloon was selected for use. During procedure, the balloon reached the lesion, but it was found the balloon could not inflate. The balloon was inflated three times within 3 seconds, however, it was found out that the balloon ruptured under 10atm. The balloon was withdrawn through guidewire and the procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.